Manufacturer narrative:
(B)(4): no power issues were observed in the pump black box. No activity outside of normal use was observed in the black box or download history. The battery compartment was observed to be intact. The battery cap was not returned with the pump for testing. A test battery cap was inserted and the pump powered on normally. The pump was exercised for 24 hours without power issues occurring. The pump was opened and no power circuit defects were found.

Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump would not power on. The patient replaced the battery to no avail. Troubleshooting revealed there was no damage or corrosion on the battery compartment or battery cap. The issue was not resolved. There was no adverse event associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.